Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated their sensor was not showing a reading for 3 hours on the dexcom system. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no reading was confirmed by the finding of a signal loss on (B)(6) 2017. A root cause could not be determined via data.